Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was implanted with a permanent scs system and had developed a hematoma on her back. The patient stated the hematoma had cleared up and she was doing well. No further information is available.